Event description:
The user facilities called olympus to request their annual in-service, while onsite the ess observed the videoscope being reprocessed without the leak test being performed. There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
The olympus ess was onsite and performed scope reprocessing and infection control in-service for the staff. The ess covered infection control, user manual and the manual reprocessing of the scope. The ess covered the importance of the leak tester and recommended they purchase a leak tester. Additionally, the ess sent email requesting quote for customer. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely this event was caused by a human error, but the cause could not be surmised due to lack of detailed information on the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "visera cysto-nephro videoscope cyf-v2/va2/v2r chapter 7 cleaning, disinfection, and sterilization procedures 7.5 leakage testing after precleaning, perform a leakage test on the endoscope to ensure that it is waterproof by using the leakage tester mb-155 or wa23070a. [Warnig] ·do not use a damaged or leaking endoscope. Use of a damaged or leaking endoscope may pose an infection control risk to the patient and operators." Olympus will continue to monitor the field performance of this device.